Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor delivered a monophasic pulse followed by a reset. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During evaluation of an unrelated problem, monitor sn (B)(4) delivered a monophasic pulse followed by a reset.